Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's device(s) was removed due to an infection shortly after implant surgery. Patient was treated with antibiotics prior to explant. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Event description:
Further information received that the lead was explanted. The date of explant was about a month after the generator had been explanted. It was later reported that the lead was left in while the generator was initially removed due to infection. However, the infection never subsided and (B)(6) had begun to run down the remaining lead. The lead was removed due to this continued infection. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No further information has been received to date.